Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d10: concomitant product: model number/catalog number: 4101 serial number: (B)(6) model/catalog description: neurostimulator unique identifier (UDI) #: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that a patient with a snm tined lead experienced pain, discomfort, and cramping in their buttock, bladder, and abdomen. The physician stated that the patient's lead and battery were disconnected. The patient underwent a successful revision the patient is doing well.